Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the paddles failed during operational test. There was no patient involvement.

Manufacturer narrative:
The philips field service engineer evaluated the device technical log. It was determined that this was a malfunction of the therapy pca. Since the customer rejected service, no repair/replacement was completed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed.